Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "implant exchange."

Event description:
Healthcare professional reported left side "implant exchange." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white particles on the surface of the shell, weight to the spec. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks.

Event description:
Healthcare professional reported left side "implant exchange" and "implant was found to be ruptured.¿ device has been explanted.